Event description:
Patient reported right side "firm and looks abnormal due to capsular contracture," baker grade iii with no treatment. Healthcare professional reported "right side grade IV capsule found", "would like to replace" to "reduce risk for alcl down the road", and "pain, textured to smooth." Healthcare provider additionally reported patient "history of breast cancer" which is not related to the device. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture and "would like to replace", "reduce risk for alcl down the road.

Event description:
Patient reported right side "firm and looks abnormal due to capsular contracture," baker grade iii with no treatment. Healthcare professional reported "right side grade IV capsule found", "would like to replace" to "reduce risk for alcl down the road", and "pain, textured to smooth." Healthcare provider additionally reported patient "history of breast cancer" which is not related to the device. Device was explanted.